Event description:
The pump contained compounded baclofen 3000mcg/ml.

Event description:
It was reported that post-operatively, the patient subsequently developed an infection at the pump site and had to have the replacement pump explanted. The patient remained in hospital under heavy medication (including oral baclofen) and was "suffering severe spasticity" at the time of this report. The patient had an infected toe which was thought to be the same infection as that found at the infected pump site. The hcp was considering a third pump implant but will wait until the patient's infections have cleared and discuss options with the parents.

Event description:
It was reported that in (B)(6) 2011, the patient experienced increased symptoms of spasticity. Increasing the daily dose of baclofen had no impact on the spasms. The hcp attempted to aspirate the drug from the catheter access port but was unable to do so. A replacement catheter was implanted. During the operation the hcp "washed out" the catheter access port. Post operatively they were still unable to aspirate cerebrospinal fluid from the catheter access port and the symptoms of spasticity did not improve. A decision was made to explant the pump and replace it. Upon explant, the hcp identified significant buildup of "muck" around the catheter connection port and the catheter access port region. The hcp did not believe there was a "pump or catheter failure". The hcp believed that the material/debris collected around the catheter connector was not related to the patient's symptoms. The pump and catheter were both replaced. It was noted that the patient acquired infection during the surgical implant of the replacement pump and had that device explanted also. It was reported there was "no indication of any problem with the pump" it was noted there was no injury.

Manufacturer narrative:
Corrected information: the initial MDR was filed as manufacturer's report # 3007566237-2011-09307 . Additional review indicated the correct manufacturing site was site # 3004209178. Final analysis of the pump revealed no anomaly found. Final analysis of the catheter/pump connector revealed non significant indent seen in sc cup/ did not affect infusion.

Manufacturer narrative:
Lot# unk, serial# unknown, implanted: unknown.